Event description:
While placing an invance perineal sling in a patient, the battery operated screw driver for screw insertion quit working. An additional set was opened to obtain an additional screw driver.